Event description:
It was reported that the right ventricular (rv) lead exhibited a failure to capture. No programming changes were made. The patient was stable.

Event description:
New information received notes that the lead was explanted and replaced.